Event description:
A customer reported the equipment displayed a system message and locked during a cataract with intraocular lens implant procedure. Following a delay less than 15 minutes. The procedure was completed with an alternate system. There was no harm to the pt. No procedures were canceled due to this event.

Manufacturer narrative:
The company rep examined the system the fluidics module was checked and cleaned. The system was then tested and met all product specs. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).